Event description:
It was reported that during a semi-open left upper lobe segmentectomy procedure, when they tried to transect a1+2, the device locked out at the 2nd firing. The cartridge package was thrown away during the surgery, so the lot number was unknown. When removing the cartridge once and checking, there were some scratches on the metal plate part. The product was replaced with a replacement, and the surgery was completed. There was no effect on the patient. The cartridge color was white. Another device was used to complete the case. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent: 12/15/2025. D4: batch #406d42. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload loaded on the device. A battery pack was returned. The reload was received partially fired 1/10th in the lock-out position with the remaining staples inside the reload pockets. It cannot be confirmed why the reload locked out; however, it is possible that the one-piece sled component within the reload may have been moved out of position during the loading process leading to the inadvertent lockout. The returned device, reload and test reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. The event described of cartridge installation issue could not be confirmed as the returned reload was placed and removed with no issues noted in the returned device. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch number, a97p2d, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 406d42, and no non-conformances related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.